Manufacturer narrative:
Device is out of warranty; no request for manufacturers service. No service performed. Customer support engineer advised customer to verify all connections between the pm/cpu, mc/cpu and mc/da pcb's. If problem persists suggested swapping those components in from another unit until problem is isolated.

Event description:
The customer reported that the ventilator alarmed due to a 12 volt supply failure. The customer reported there was no patient harm. As the device was out of warranty, the manufacturers product support engineer advised the customer to verify all connections between the pm/cpu, mc/cpu and mc/da pcb's. If problem persists suggested swapping those components in from another unit until problem is isolated. The css offer customer for field service - customer declined at this time. A 12 volt supply failure may result in a vent inop condition during normal ventilation mode operation. A vent inop condition will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.